Event description:
A 7 mm diameter x 17 mm length bridge x3 biliary stent was inserted for use in a pt for treatment of a renal artery with 98% stenosis and severe calcification in 2002. It was reported that the physician was not successful in pre-dilating the renal artery due to extreme calcification. As the stent was advanced across the lesion, the stent was pushed proximally on the delivery catheter. As the physician attempted to remove the stent and the delivey system, the stent caught on the calcification and dislodged into the iliac artery. The physician was able to reposition it; however, due to the calcification in the artery the stent was lodged and unmoveable. The physician then deployed an iliac stent over the dislodged stent and crushed the stent against the artery wall. No clinical sequelae were reported, and the pt is reported to be fine. It is unknown how the renal artery lesion was treated. The device has been received and returned goods investigation has been completed. The device was returned without the stent. Footprints were present on the balloon and no kinks or bends were noted on the catheter. Based on the investigation and info available, it appears that the reported severe vessel calcification contributed to the dislodge of the stent.